Manufacturer narrative:
Although the exact implant date is unknown, it was reported that the product was implanted in (B)(6) 2014. (B)(4) -(revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the implanted screws were found broken. The patient felt discomfort in lumbar region as a result of this event. Revision surgery was performed for the removal of the broken screws. It is unknown whether any fragments remained in the patient or not, after the removal surgery. Reportedly, the patient was doing fine after the revision surgery.

Manufacturer narrative:
Corrected information: although the exact implant date is unknown, it was reported that the product was implanted in either in the month of (B)(6) 2014. Additional information: product analysis: visual review confirms screw breakage ~2 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage is noted. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with ratchet marks near the origin of crack propagation, and convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Event description:
As an additional information, it was reported that patient's original operation was normal open lumbar fusion of the l4/l5 vertebrae using screws with substitute graft and transforaminal lumbar interbody fusion (tlif). Reportedly, post-op, the patient experienced pain over the area wherein the original fusion and instrumentation was done. He visited the surgeon who ordered an x-ray. Reportedly, the x-ray showed the two bottom screws in l5 were both broken in their shafts just under the heads. During revision surgery, after removal of the broken screws, larger diameter screws were inserted in the same screw holes. Reportedly, the patient was kept in hospital for a couple of days but was released within a week from operation. No fragments of the product remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.